Manufacturer narrative:
The system was serviced in the field and passed all tests. It was noted that prior to the system checkout, the site reported that the door would not open and the representative walked the site through manual door opening. While onsite for the system checkout, the issue was unable to be duplicated. Logs were also reviewed and it was unable to be determined what may have caused the early termination. The system checkout was performed and the system was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system had an early termination of spin error message occur. The site did not attempt to re-spin and used the images that it produced. There was a less than one hour surgical delay, the issue occurred intra-operatively during "select patient/acquire scans," and there was no known impact to patient outcome.